Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch# 5348989 performed. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle box had no expiration date on it. The following information was provided by the initial reporter: "pharmacist stated, they are cleaning the shelves and wanted assistance with expiration date. Stated, she didn't see it on the box. The syringes are unopened."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle box had no expiration date on it. The following information was provided by the initial reporter: "pharmacist stated, they are cleaning the shelves and wanted assistance with expiration date. Stated, she didn't see it on the box. The syringes are unopened".